Event description:
It was reported that the patient¿s new implantable neurostimulator (ins) was placed on the day of the report. It was determined that there was a potential open circuit occurring on electrode 11. There was not an open circuit on that electrode previously, but the reporter was unsure of when the last impedance check was and when the open may have occurred. The reporter noted that the other electrode impedances were all good and that the patient was programmed previously using electrode 11. The patient was in post-operative recovery at the time of the report and did not feel like he was getting benefit. The patient was not due to see the neurologist until the end of the month. The potential high impedance was not confirmed and no intervention or patient outcome was reported, so additional information was requested. If additional information is received a supplemental report will be sent.

Manufacturer narrative:
Concomitant products: product ID 3387s-40, lot# v259112, implanted: (B)(6) 2009, product type lead; product ID 3387s-40, lot# v256559, implanted: (B)(6) 2009, product type lead; product ID 37085-60, serial# (B)(4), implanted: (B)(6) 2011, product type extension; product ID 37642, serial# (B)(4), product type programmer, patient; product ID 37092, lot# 288330001, implanted: (B)(6) 2011, product type accessory; product ID 37085-60, serial# (B)(4), implanted: (B)(6) 2011, product type extension. (B)(4).